Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: tyoe of investigation codes were added: 10, 4109, 4111 and 4110. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. H10: narrative/data was updated. The product was returned. However, the reported event could not be verified as the exact details of event (loosening) were non-verifiable. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed as the lot number associated with the reported device was not available. A year-long complaint history review by item number (iunihg) was performed for similar events using keyword (screw loosening) and no complaint about nonconforming products was identified. Functional testing was performed with in-house device however, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification or inadequate treatment planning, misunderstood or overlooked instructions for use. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
Additional information: it was reported that the patient is now in healing cuff. Will need to replace the implant with a new screw soon.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Fax number and last/given name unknown / not provided.

Event description:
Customer reported that the screw loosened in the patient's mouth. The dentist removed the crown and screw by finger and replaced it with a healing abutment.